Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a mid circumflex coronary artery interventional procedure. Reportedly, after deployment of the foot and the device was in position the needles were deployed. The needle plunger was then retracted but no suture was attached. The vessel was re-wired and the proglide device was removed. Hemostasis was achieved using a second proglide device. A 6f sheath was used. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of cuff miss was confirmed as evidenced by posterior cuff remaining in the foot pocket. The probable cause for the posterior needle striking the foot which resulted in a posterior cuff miss and subsequent anterior cuff-to-needle tip detachment is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.